Event description:
The customer had an on-going issue with discrepant sodium results. He provided a general approximation of samples that would run around 125 mmol/l and then repeat as 136 mmol/l on the same sample. The customer also provided specific sodium results for one patient sample. The initial sodium result for this patient was 124 mmol/l. The sample was repeated four times, giving results of 136, 136, 125 and 136 mmol/l. Erroneous results were not reported outside of the laboratory. Sodium electrode lot # was 2102937001. The field service representative was unable to determine a cause and could not duplicate the issue. He performed performance tests to verify analyzer operation.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.